Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect or deficiency that would was found. The caller reported that the cannula had not inserted properly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed, nor excluded, through lab testing. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hrs after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer reported that her blood glucose read "high" (>500 mg/dl) less than a day after activating the pod and she was unsure if the cannula was in the skin. She was advised to remove the pod and when she did she observed that there was insulin all over the pod site.